Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain patient weight information.

Event description:
Related manufacturer reference number: 1627487-2021-13590. It was reported during the lead revision on 16 apr 2021 reported under ( manufacturer reference number: 1627487-2021-13587, 1627487-2021-13588) the physician was not able to replace the leads due to scar tissue. As a result the procedure was abandoned.